Manufacturer narrative:
No patient information as there was no patient involved with this concern. The device has not been returned to the manufacturer.

Event description:
A medtronic representative reported that the pentero microscope was inaccurate close to the head. The site uses autofocus and it is accurate until about 8 inches. Closer than 8 inches, autofocus does not work. They manually focus but it is inaccurate in navigation. There was no patient present.